Manufacturer narrative:
Reported event of distal flange of stent failed to expand. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an esophagogastroduodenoscopy (egd) with cyst gastrostomy performed on (B)(6) 2017. According to the complainant, during the procedure, the physician deployed the distal flange of the axios stent; however, it appeared that the distal flange did not fully expand. The physician proceeded to deploy the proximal flange of the stent, but the stent slipped out of position and into the patient's stomach. The stent was removed from the patient with rat-tooth forceps and the procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.